Manufacturer narrative:
D6b: date of explant is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported while the patient was on impella support, the patient experienced gastrointestinal bleeding as well as bleeding from every tube and needle stick. Heparin was withheld from the purge solution until the bleeding resolved. The patient remained on impella support and was successfully weaned, but the exact date of explant was unknown.

Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.